Event description:
Device returned to manufacturer with report of "battery failed to alarm that it was low - on refill, the pump was found to be full of drug. Patient reported at that time patient had experienced increased pain." Patient never called hcp to report increase of pain before the discovery of a full pump at the time of a refill. Patient had been increasing patient's dose of oral narcotics to compensate for the lack of intrathecal morphine. Patient is very fragile and titration of dosage with replacement pump required adjustments. Patient has recovered post replacement.